Event description:
The disposable unit was used with an disposable stapler during a lobectomy procedure. Reportedly, the staples did not form. The surgeon reloaded the instrument and completed the procedure. The hosp has reported that no pt injury occurred.